Event description:
The catheter was torn off during the traction removal. The catheter was removed by a hemostat. It occurred 180 days after placement.

Manufacturer narrative:
The complaint of tubing breakage is confirmed, user-related. The jagged, granular veneer tensile weakness at the distal end of the gastrostomy tubing and the elongated and stretched steel wire are traits indicative of a tensile strength break. The break in the tubing is a result of excessive force that was used while removing the device. The device had been in place for approx 180 days, prior to the complaint incident. According to the notes contained with this file, the complainant indicates the device was removed using a hemostat. The device products instructions for use (IFU) warns the user to confirm the internal bolster has deflated and is free floating within the fibrous tract, prior to attempting removal. Gross visual and microscopic examinations and tactual testing shows no evidence of a defect or deformity related to the mfg process. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. The product instructions for use (IFU) provides a narrative and illustrative description for removal of the fastrac device. This appears to be a user technique issue.